Event description:
It was reported that the patient had been having a lot of pain at the implantable neurostimulator (ins) site since implant. The patient stated it felt like she was having electrical shocks. The patient had been taking tylenol and ibuprofen for the pain and she had not told the doctor. The patient had a shocking or jolting sensation. It was later reported that the patient was still having concerns with their device or therapy but they had not sought further help. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) stating that the patient¿s implant had always been sore under the skin. It was noted that rolling over in bed caused pain and showering with the water running over it caused pain. An impedance test was ran and the lead was noted to be fine and the battery longevity was 26+ months. On program 3 at 1.9 the patient¿s symptoms were over the 50% improvement, there was just pain in the pocket. The rep turned the implant off and the patient was filling out a 5 day diary for the pain in the pocket. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0hg6n, implanted: (B)(6) 2014, product type: lead. (B)(4).